Event description:
Patient reported their top and bottom teeth hit into each other. The rear teeth do not touch on either side. It has been determined that the patient has a posterior open bite. Patient is not eligible for treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.